Event description:
It was reported that during a stent graft placement procedure, the device allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent system that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent system are identified. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation and the slide block which is a force transmitting component was no longer connected to the proximal sheath. It is considered the disconnection of the slide block led to the reported impossibility completely to deploy the stent which leads to confirmed results. Based on evaluation of the sample the inability of an adhesive joint (slide block/tether/diving sheath) to withstand tension force during deployment is confirmed. A definite root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Based on the instruction for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. With regards to preparation and accessories, the instruction for use states "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated". Holding and handling of the system throughout deployment was found sufficiently described. (Expiry date: 11/2023).